Manufacturer narrative:
The insulin pump was received with normal operating currents. Also passed unexpected error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Pump failed self test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. No unexpected blank display anomalies noted. The inulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 500 mg/dl. During troubleshooting, the customer was able to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.